Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, cautery was used. Upon interrogation post operation, the pulse generator exhibited false elective replacement indicator. The alert was cleared successfully and the device resumed normal functions. The patient would continue to be monitored.